Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following an implant procedure, the patient experienced new neck and left shoulder pain that never went away. The patient believed it was device related. The patient still have upper body pain despite reprogramming attempts. All device components were explanted.